Manufacturer narrative:
Soft bone. Implant to deep and in sinus floor. Implant had to be removed. Another surgical intervention was necessary. No product problem detected. Deficiencies in patient evaluation, preoperative diagnostics, and treatment planning. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Soft bone. Implant to deep and in sinus floor. Implant had to be removed. Another surgical intervention was necessary.